Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes. The ECG cables were connected and successful electric conversion was provided. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. The downloaded electronic device records have been evaluated, but show no indication of a device malfunction. The device passed all functional and performance testing and was returned to the customer. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not detect a patient connection through its defibrillation electrodes. The ECG cables were connected and successful electric conversion was provided. There was no harm to the patient as a result of the reported event.